Event description:
Revision performed due to pain, possibly from the tray loosening. Cement had not bonded to the tray. Knee has been in 2-3 years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.